Event description:
It was reported patient underwent an acl graft procedure on (B)(6) 2014. During the procedure, the guide pin was misaligned and disengaged from the ezloc device as it was inserted into the hole. Subsequently, the device was removed and another guide pin was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. Video returned with part indicates that implant selection and technique were not in agreement with the published surgical technique.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under warnings it states: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.